Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switches on the escape, act, up arrow and down arrow buttons. The j2 connector was inspected and locked on the lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test .the insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 596 mg/dl. The customer had symptoms such as a little shaky and treated with manual injection. Customer's blood glucose value was 271 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The customer mentioned that the act button was not working. The customer received no delivery during high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.